Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports bite is out of alignment since molars do not touch making it challenging to chew food and posterior open bite. Patient stated this was not an issue prior to using the clear aligners. Upper aligner #19 and lower aligner #8.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.